Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. There was no report of injury or medical intervention. The data log was provided by the patient. The data was reviewed on 05/31/2016 and did not confirm low transmitter battery, but did confirm a transmitter failure on (B)(6) 2016. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint wasconfirmed. The root cause was determined to be a defective transmitter.